Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The complaint confirmation of the receiver initializing without manual restart could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot. The receiver case was opened, the internal inspection passed. The battery was replaced with a known good battery and the receiver turned on. The receiver log was downloaded, there were no issues related to the customer complaint. Functional testing was not performed because the receiver had been opened. The reported event of receiver showing initializing screen without manual restart was not confirmed. The root cause could not be determined.